Event description:
Two days post-operatively, when routinely changing the patient's dressing, the nurse noted that one staple was on the dressing that was being removed and that five other staples were loose. There was a small open area with serous drainage at the portion of the incision where the staples were out or loose. The physician was contacted, irrigated the area and closed the wound with steristrips.